Manufacturer narrative:
Additional information was received that the physician did not need to do the explant. No device malfunction was suspected. No further course of action at this time.

Event description:
A report was received that the patient was unable to charge her ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8352-70 serial #: (B)(4) description: coveredge x 32, 70 cm 4x8 surgical lead model #: sc-4316 lot #: 17222141 description: next generation anchor kit sterile.

Event description:
A report was received that the patient was unable to charge her ipg. The patient will undergo an explant procedure.